Manufacturer narrative:
The screw was not returned for evaluation. No photographs or radiographs were received. The complaint cannot be verified. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported a fractured screw.